Manufacturer narrative:
A risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 165 ohms. The impedance at implant back in 2023 was 111 ohms with a successful defibrillation test. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have been varying over the years. The impedances are high but within normal limits. Technical services discussed the data with the clinic. Later, the doctor explanted the entire system. The system was implanted less than three years. There were no additional adverse patient effects.